Event description:
Boston scientific received information that this chronic right ventricular (rv) lead exhibited loss of capture (loc) and low out of range pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned during a routine device replacement and a new lead was implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.